Manufacturer narrative:
G4:(B)(6) 2020 b4:03apr2021 the authorized service engineer (asp) replaced the data acquisition (da) pcba. Following the repair, the device passed performance assurance testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported that the unit is failing with machine pressure sensor calibration failure - auto zero. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.